Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system had completely frozen. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that memory errors on the host pc and requested onsite support. On further troubleshooting the philips field service engineer (fse) checked the system onsite and found repeated memory errors and multiple failed post (power-on self-test) results on the host pc. To resolve the issue, the fse replaced host pc and loaded a new license. The defective part was returned for analysis, for host pc no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had completely frozen. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.